Manufacturer narrative:
No evidence of a device malfunction. Clinical staff attributed event to an allergic reaction. The user's guide includes adequate warnings to monitor for potential allergic reactions. Biocompatibility of device has been established. Pt continues to dialyze with system one and no further similar problems reported using a dialyzer from a different MFR. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
Cvvhd was initiated and 5 minutes into the procedure, the pt coded; pt was resuscitated. Several hours later, cvvhd treatment was attempted again with a second cartridge, pt ran about 1/2 hour, became hypotensive and coded; pt was resuscitated. Pt was changed to hemodialysis on different dialyzer and was asymptomatic. Clinicians attributed event to an allergic reaction.